Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication spilled on the half height cubie drawer causing multiple rows of pockets to fail. A field service engineer wiped clean the drawer but still failed. The field service engineer replaced 2 cubie trays, tray ribbon cable, and drawer controller boar but was still unable to recover the failed pockets. The customer was informed that a new drawer will be picked up for replacement later. The engineer replaced the new half-height cubie drawerand moved all cubie pockets to the new drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failed due to "duplicate addresses". The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.